Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent elongation occurred. The target lesion was located in the external iliac artery. A 8x120x120mm epic¿ vascular stent was implanted to treat the lesion. However, it was noted that the stent was elongated during deployment approximately 160mm to 170mm and extended into the aorta. The device was left inside the patient. The physician then decided to advanced, a 10x20mm mustang balloon catheter to press the stent against the wall and dragged it back down into the common iliac artery and the procedure was completed. No patient complications were reported and the patient's status was fine.